Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, atrial lead noise was observed. The device triggered at/af episodes when the noise was sensed. There were only few episodes of noise and it was not reproducible in clinic. Physician decided to continue to monitor the patient. Patient¿s condition was stable.